Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was removing air from the cartridge, the syringe stayed in a neutral position. Reportedly, the customer believed the issue was due to the cartridge as the customer did not hear a "popping" sound during the air removal process. It was possible that the customer was able to remove more air than expected from the cartridge; however, it could not be confirmed. Blood glucose was 170 mg/dl. A new cartridge was successfully loaded using the same syringe.